Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and high capture thresholds. The lead was capped on (B)(4) 2022 and replaced. The patient was stable and asymptomatic.